Event description:
(B)(4). The patient was enrolled in (B)(6) 2008. The target lesion was in the right carotid artery with 7.2mm vessel diameter and a 15mm length. There was 70% stenosis as measured by nascet. The lesion was reported as type iii. There was moderate tortuosity and thrombus in the target vessel. A non-bsc filter was used for cerebral protection. A 7mm by 30mm carotid wallstent monorail was implanted. Atropine 0.2ui was used during the procedure. Post-dilatation was performed and residual stenosis was 0-29%. The stent was reported to be patent. There was a perioperative event of bradycardia. This event was treated with unspecified medical therapy and was resolved with no residual effects perioperatively. No further data was provided regarding the bradycardia. Pta was completed with a (B)(4) balloon catheter. Morphologically, there remained 10% residual stenosis. Post-procedure the patient was asymptomatic with no complications reported. This patient had no documented follow-up visits after the procedure was completed.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4): device not returned for analysis.